Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: lens not returned. Device: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon removed a 13.7mm micl13.7 implantable collamer lens, -10.5 diopter, from the lens vial, to prepare for loading, and noted the lens looked strange. The surgeon stated one haptic looked deformed. The surgeon decided not to use the lens and the backup lens was implanted with no problem. The lens was not loaded and there was no patient contact. The reporter stated they felt the lens was received that way and was defective.